Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no: d38040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date on (B)(6) 2016(as per mr). Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received- event medical device removal was updated with pelvic pain. Reporter information, lot number and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. D38040-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2016 (as per mr). The lot number reported (d38040) is invalid. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is invalid)¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.